Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of value not provided. Reportedly, customer inadvertently entered an incorrect amount of units. Reportedly, emergency medical technicians were called and administered dextross to address bg level. Systems check with tandem technical support confirmed the pump is functioning as intended.